Event description:
It was reported that following the implantation of a new solyx sling, an eroded tape was observed in the patient's urethra. During a routine follow-up, the patient presented with dyspareunia, a urinary tract infection, and mesh at the urethral lumen. The patient also experienced discomfort and pain. Consequently, the entire sling, including the mesh carriers, was removed, and the holes in the urethra were repaired.

Manufacturer narrative:
Block h6: patient code e2006 captures the reportable event of mesh that eroded into the urethra. Patient code e1405 captures the reportable event of dyspareunia. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e2330 captures the reportable event of pain. Impact code f1903 captures the reportable event of entire sling removal.